Event description:
On december 11, 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to reach the pt by phone,. The pt reported feeling dizzy before the alleged product issue started. In 2007, he said he tested his blood glucose and received a result of lo on the reported meter. The one touch ultra 2 meter displays "low glucose" "below 20 mg/dl", rather than the word "lo". A result of 447 mg/dl was obtained on another meter at an unidentified time and date. The pt said he ran a ketone test, which was high. He took 4 units of insulin and called emergency services. A result of high (>600 mg/dl) was obtained on the emt's meter. The pt was transported to the hosp and treated with insulin. Humulin 14 units. The pt was admitted to the hosp and discharged six days later. Info regarding the pt's specific treatment in the hosp was not provided. No info was provided regarding the pt's diabetes treatment regimen. It is not known which meter the pt used prior to the time of concern. The cca noted that he was unable to locate the reported actual result(s) in the lfs meter. The pt said the lfs test strips were discarded because he believed they were bad. The pt's products were replaced. The complaint is reported because the pt alleges he obtained a low reading on the lifescan product prior to testing high for ketones and receiving a hyperglycemic reading on an ems meter. The pt claims he was admitted to the hosp and treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.